Event description:
It was reported that when using the bd pyxis¿ es server, medication showed active on the es server and loaded on the sgwest1 station, but it did not cross over to their hospital system. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of this incident, technical support specialist (tss) emailed the customer to check if issue persists. But there was no response from customer. There was no information received about repairs.